Event description:
Following the purge cycle during ecp treatment, there was a system pressure #18 at 207 ml whole blood, which preceded a pop noise in the centrifuge chamber. Blood was noted on the window of the chamber and was flowing to the deck of the ecp instrument. The instrument was stopped and lines were clamped. Therakos was notified. Pt IV lines remained intact and another instrument was primed. Pt. Vs's were stable and another treatment was started. Pt had a successful treatment on another cellex instrument.notes from biomed work order: cleaned blood from pumps, deck centrifuge and chamber, and behind panels as required down to the wheelbase. When the unit was reassembled and checked out the collect pressure transducer was at the high limit. Replaced the transducer and calibrated the pumps and load cells. All systems checked good.what was the original intended procedure?ecp treatment.device #1is this a laboratory device or laboratory test?no.